Event description:
The customer stated that the connector pins on the device are black and green. The device will not transfer data. The device was taken out of service. A request was made for the return of the suspect device and replacement product was sent.